Manufacturer narrative:
H3: the pump was returned and analysis found no significant anomalies. The catheter was returned and visual inspection identified there was damage to the transition tubing. Continuation of d10: product ID 8780, serial# (B)(6), implanted: (B)(6) 2018, product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 07-mar-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving unknown drug via an implanted infusion pump. It was reported the patient was getting an MRI in relation to a granuloma.

Event description:
Additional information was received on 26-apr-2021 from the healthcare provider via a company representative who reported that the patient had a granuloma. The actions and interventions taken to resolve the issue was the physician planned on removing the pump and tying off the catheter in the pocket. Surgical intervention did not occur but was planned and scheduled for (B)(6) 2021. Additional information received on 27-apr-2021 reported that per the physician the patient presented to him with symptoms of granuloma in (B)(6) 2020. He did not discuss the presenting symptoms. Then over the time since november they had been weaning the dosage down and the patient has been without drug in the pump for a while. The physician stated external factors/medication were not a contributing factor. The physician did not provide any other details regarding patient medical history. The pump was explanted and the spinal segment of the catheter was tied off in the pump pocket. The pump was delivering baclofen 400mcg/ml and bupivacaine 20mg/ml. The patient¿s last dose rate was 52.7mcg baclofen per day.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.